Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The event is reported as: the customer alleges that the handle becomes hot when connected to the laryngoscope blade. The staff attempted to remove the batteries, however the batteries were extremely hot. Although the batteries were hot, they did not cause a burn that was severe enough to treat medically. No report of a pt or user injury.